Manufacturer narrative:
Visual assessment of sample (a) appears that the depth limiter assembly was removed from the device and the depth straw was trimmed. T2 and a short length of suture remains on the needle. The actuator is in its t2 pre deployment position. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. As a result of the test t2 deployed. Visual assessment of sample (b) showed the needle is dramatically bent at its distal end. No suture or ts remain on the needle or were returned for examination. Functional assessment is prohibitive due to the needle condition. If the delivery needle has been inadvertently bent, or if resistance is encountered the t¿s will not deploy. No root cause related to the manufacturing process can be established. The observed damage and alterations made to the devices render them unserviceable and cause is related to use error.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the sutures were broken during use of t2. It occurred two times in a row to one patient. The surgeon removed the implants completely. A backup device was available. A delay of less than 30 minutes was reported. No patient injury was reported.